Event description:
Discordant, falsely low testosterone (testo) results (assay lots 417 and 420) on multiple patient samples were generated on the immulite 2000xpi. The patient samples were re-tested on the advia centaur xp and testo results were generated that were higher than the results generated on the immulite 2000xpi. It is unknown if patient results were reported. There is no known report of adverse health consequences or patient intervention due to the discordant, falsely low testo results.

Manufacturer narrative:
The cause of the event is unknown at this time. This incident is currently under investigation.